Manufacturer narrative:
This is one event for the same patient involving two separate products. Additional information has been requested and will be submitted upon receipt accordingly. (B)(4).

Event description:
The additional information received noted that the patient experienced sudden cardiac arrest, injuries to the heart, pulmonary system and related injuries which are alleged to have been caused by the patient's exposure to the product.

Manufacturer narrative:
This is one of two device reports associated with this event. Associated MFR report #s: 1225714-2013-00862 and 1225714-2015-08120. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the patient experienced sudden cardiac arrest, injuries to the heart, pulmonary system and related injuries which are alleged to have been caused by the patient's exposure to the product.